Event description:
Reported due to pt death. The pt had severe dementia and was not a surgical candidate. The pt was admitted with the diagnosis of 95% maximal stenosis to the proximal left anterior descending (lad) artery. The lesion was crossed with a guidant bmw 0.14 inch x 109 cm middleweight wire. Initial balloon inflation decreased the stenosis to 40-50%. The physician attempted to cross the lesion with a scimed taxus stent (2.5x24mm) but was unable to pass through the ostium of the lad. Repeat balloon inflations were performed with a scimed maverick 2 balloon, which resulted in a dissection of the area. Three attempts were made to place scimed taxus stents and three attempts were made to place guidant pixel stents but all were unsuccessful. The physician attempted to inflate the ostium with a 2.5 mm maverick balloon but was unsuccessful. At this point the pt was noted to have "extensive dissection in the proximal lad dissecting back to the left main." Attempts to place a taxus stent and a pixel stent were once again unsuccessful. A taxus 2.5x24mm stent was successfully deployed and then overlapped with a 3.0x24mm taxus stent. The pt was still found to have extensive dissection. A 3.5x16mm taxus stent was inserted. Balloon deflation revealed an immediate extensive extravasation of dye into the pericardial space. At this point the pt developed hypotension and electromechanical dissociation. An emergent pericardiocentesis was performed with immediate auto-injection into the femoral vein. Placement of an indwelling pericardial catheter was documented by fluoroscopy. A 12mm jostent coronary stent graft was crimped on a 3.5 mm maverick balloon; however, while being inserted it embolized off the delivery system. In order to retrieve the emolized stent a 3.5 mm delivery balloon was exchanged for a 1.5mm maverick balloon. The stent was withdrawn into the area of dissection and deployed. The 1.5mm balloon was exchanged for a 3.5mm balloon and inflated again. Extravasation decreased but was still present. A second jostent (16mm) was prepped on the 3.5x20 mm maverick balloon. It was deployed in overlapping fashion into the first jostent. Extravasation was still noted. A third jostent (16mm) was deployed in the overlapped segment but there was persistent dye extravasation. The pt's blood pressure began to decrease and an intra-aorta balloon pump (iabp) was inserted. The pt was transferred to the cardiac critical care unit in critical condition. The family signed a "do not resuscitate" order, the pt was extubated and the balloon pump was removed. The pt died 10 mins later.